Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that a needle broke off into a patient¿s deltoid while administering rocephin medication on (B)(6) 2026. The patient was sent to the ER for medical review on the same day and was later scheduled for surgery in the operating room on (B)(6) 2026 to have the needle surgically removed. The patient has been discharged from the hospital.